Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 3. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and mobility. No further patient complications were reported.